Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, it was noted that the patient¿s right ventricular (rv) lead exhibited loss of capture, low pacing impedance and noise. The lead was capped and replaced on (B)(6) 2024. During positioning of the pacemaker (pm) of an explant and replacement procedure had resulted in lead noise issues. The patient was in stable condition.